Event description:
Complainant called to report she has been having respiratory issues for the last two years. She recently had a chest xray and her lungs are clear but she has developed asthma. She has been using a CPAP machine since 2016 and had issues with her current dream station CPAP machine. She has noticed black specs in the hoses and later saw that philips respironics initiated a recall of this device due to the pe-pur foam which may degrade into particles which may enter the device via the air pathway and be ingested or inhaled by the user and the pe-pur foam may off-gas certain chemicals. This information was obtained from the recall notice issued by the manufacturer. Her husband has the same machine but he noticed less specks and she believes the difference may be because she used a soclean machine after having respiratory issues.(will enter complaint for so clean machine also). She need to have her machine replaced as soon as possible but her insurance company will not approve the replacement. Asthma and other respiratory issues believed to be caused by recalled dream station CPAP. Difficulty breathing, system affected: respiratory, onset time: months, duration: persists, developed asthma. Recalled res 88058.